Manufacturer narrative:
The 14.5f x 24cm hemo-flow catheter was returned for evaluation. Visual inspection reveals the wings on the arterial luer appear damaged, possibly due to the use of hemostats to connect/disconnect the bloodline. Flushing and aspirating the catheter through the arterial luer revealed no issues. Flushing through the venous luer revealed a leak at the extension-hub joint. Under magnification it was noted that the extension tubing pulls away from the hub if pressure is exerted to one side. Under magnification it can be seen that the extension tubing is not torn but simply pulled away from the hub. A supplier corrective action request was issued to the contract manufacturer for this event. The photos of the device that were provided were visually inspected. In the first photo, the catheter can be fully observed, the extensions and the hub have rubber residue. In the second photo, there is a hole, like a cut, located on the extension at the junction with the hub. In the third photo, the opening is observed with greater magnification, and the flexed tube exposes the hole with more detail. In this photo can be observed that the cut is not clean like one produced by a blade; the edges of the tube show irregularities, and small threads can be seen at both ends of the hole, as if the material had been exposed to heat or some chemical. The sample returned by the client was analyzed in several ways. Leak test: blue ink was injected, and a leak was observed at the junction of the venous extension and the catheter hub. The failure mode is confirmed. Longitudinal cut: it was observed that the insertion of the extension tube was deep into the hub, ruling out a superficial insertion. The tube is solid and shows no variations in shape or wall thickness. Visual inspection of the hole: the damaged area was specifically examined, confirming that the hole does not have a clean cut and that the material has some kind of corrosion or burn at the cut, leaving a tiny amount of melted material of the extension tube inside of it. Device history records (dhrs) were reviewed, and it was verified that the reported lot was manufactured within specifications. There were no authorized manufacture variance (amv), non-conformance report (ncr), or reworks related to the reported failure mode (hub-lumen leakage). Testing conducted attempting to replicate the failure mode was unsuccessful. Based on the DHR review of the reported lot, it was manufactured according to the required customer specifications. 100% leak test operation is part of the product routine as detection of the notified failure mode. Also, visual, and functional (leak test) inspections are performed during the quality inspection stage using an aql sampling. Considering that this device was implanted in a patient, length of implantation unknown, before the detection of the leaking, it can be concluded that the root cause cannot be directly attributed manufacturing processes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leaking on connection of extensions.